Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5167810. This report is to acknowledge receipt of the medwatch form, received by amd medicom on april 23, 2025. Since no lot number was provided, a thorough investigation cannot be performed. The manufacturer confirmed that there was no change on used adhesive, manufacturing technology was found. The adhesive grammage, peeling strength were all checked before the release. Therefore, no root cause could be determined, and the manufacturer states that this event could be related with use condition, pasting time, pasting method, pasting position and personnel skin status. The biocompatibility test was rechecked for this product, and the results are pass.

Event description:
Patient contacted fresenius customer service to report the tape from the island dressing irritates her skin when she uses it. The patient involvement is unknown however there was no harm or adverse event reported.